Event description:
Pt's cartridge broke off into her cadd ms 3 pump sn (B)(4). Pump was not infusing when incident occurred. Pt did not experience any side effects from event and the pump will be replaced. Device will be returned to pharmacy. Dose or amount: 63 nkm, frequency: continuous, route: subcutaneously. Dates of use: (B)(6) 2012 to ongoing.